Manufacturer narrative:
A ge service rep performed an onsite investigation. The ac power plug assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of system power without command. No pt serious injury or death was reported related to this event.